Event description:
The flows dropped and alarms went off. A backup console was used with no problems. Field service examined the console but could not duplicate the problem. It appears to be pt-related.